Event description:
While closing the hip, the tip of a 2 vicryl needle broke off in the bone. An x-ray was conducted to ensure the needle still resided in the bone. Removal of the piece was determined to be too risky, and it was decided it was safer to leave it in the bone.